Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the lcp drill sleeve 1.5 f/drill bit ø1.1(p/n: 03.114.001, lot #: h858897) was returned and received for analysis. Upon visual inspection, the threads appear to be stripped. No other issues were observed with the returned device. Functional test: a functional test was not performed since mating device was not returned. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Can the complaint condition be replicated? Unable to perform. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (lcp drill sleeve 1.5 f/drill bit ø1.1(p/n: 03.114.001) is confirmed. The threads appear to be stripped, assembling issues are most likely due to this condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part #: 03.114.001, synthes lot #: h858897, supplier lot#: h858897, supplier: (B)(4), released to warehouse: 09jul2019. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, while adjusting the screw, the tip of the driver shaft broke and the drill guide would not fit into any 1.5 plate. Procedure was completed successfully without any surgical delay. Concomitant devices reported: unknown plates (part# unknown, lot# unknown, quantity unknown), unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) lcp drill sleeve 1.5 f/drill bit ø1.1. This is report 2 of 3 for complaint (B)(4).